Event description:
This device is not sold/distributed in the united states. Procedure type: colon resection. According to the reporter: after applying the device, the doctor determined that a third of the staples did not form properly and the anastomosis leaked. Surgery time was extended by more than thirty minutes as the doctor hand-sewed the site. No patient injury was reported.